Event description:
It was reported by service report that neither siderail was functional due to damaged wiring harness.

Event description:
It was reported by service report that neither siderail was functional due to a damaged wiring harness, faulty siderail pcb, and faulty control board.

Manufacturer narrative:
Follow-up submitted as further investigation determined loss of siderail functions was also due to a faulty siderail pcb and control board.